Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The distal conductor had blood/body fluid (not obstructed); the inner insulation and inner tubing were kinked buckled. The outer insulation had cosmetic cut. There was blood in/on the helix/lobe mechanism. There was tissue on the helix; the lead was stretched and had apparent explant damage.

Event description:
It was reported that the day after the implant procedure the lead had high threshold and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.